Manufacturer narrative:
The returned device was evaluated. During this testing the device was able to power on but the display was blank. The ui board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
It was reported that the display was not working. As soon as the unit sounds like it is being turned on, there is nothing showing on the display. A pt was being monitored. The unit did not audibly alarm for low battery. This issue occurs on both ac and battery power. No known impact or consequences to pt.